Event description:
The occurence of choking in an elderly female pt who used poligrip (super poligrip) for loose dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started using poligrip (dental). At an unk time after starting poligrip, the pt experienced choking and an allergic reaction. This case was assessed as medical serious by gsk. The consumer refused to provide additional information. The outcome of the events is unk. The lot number nor the product are available for testing. No corrective actions have been requested based on this report.